Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or device performance contributing to the adverse event. Review of the mfg and sterilization documentation dor the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2013. The revision surgery was a result of the non-omni acetabular cup being malpositioned and wearing down the acetabular liner. In the revision, the original acetabular shell and insert were replaced with non-omni product, and the original 36 mm ceramic head was revised to a new femoral head of the same size. The modular neck was revised from a medium 37.5 to a medium 42.5. The original modular stem was well fixed and left if place.